Event description:
The time of event is not during procedure.there was no report of patient harm.video image failure(fluid damage)

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec34-i10l-us is available in the USA with a 510k number k131855.the product was returned to pentax medical for repair.our technician checked the returned unit and confirmed that the ccd signal wire fluid damage.based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire.in addition, our technician confirmed that the angle wire fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the ccd drive pcb corroded, the lg connector corroded, the suction channel deformed, the operation channel (primary) dirty, the nozzle gluing dirty, the remote control buttons disinfections damage, the bending rubber gluing poor finish, and the ccd module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint.based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.